Event description:
It was reported that high impedance and high capture threshold were observed. System was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Complaint for high impedance and high capture threshold could not be verified. Surface abrasions were found at connector boot and is-1 leg consistent with damage occuring at explant. Internal insulation abrasion under the svc shock coil was found at 18.6-18.9cm from the distal tip. The etfe coating was intact.